Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with unspecified antibiotics. At the time of this report, antibiotic treatment was ongoing and the patient was recovering from this peritonitis event. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient was recovered from the peritonitis event (previously, outcome was reported as recovering). The patient was hospitalized for four days (dates of admission and discharge not reported). Should additional relevant information become available, a supplemental report will be submitted.